Event description:
The customer reported that the system would not display a fluoroscopic image. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The problem was identified as being either the image intensifier or the power supply and a quote was submitted to the customer. No conclusion can be drawn as further repair informations unavailable at this time.